Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no non-conformities believed to be related to the reported event. Hyphema and iop elevation are identified in the device labeling as known inherent risks of glaucoma stent surgery. (B)(4). Submitted to FDA on 12/28/2016.

Event description:
The surgeon initially reported that the istent procedure was aborted due to compromised visualization. Clinical follow up was requested and on 12/06/2016 the surgeon provided the following event details. The patient presented with hyphema persisting after 1 day post-operation with elevated iop. The surgeon provided the following additional information to glaukos on 12/28/2016. At the time of the initial post-operative iop elevation the patient was on the same glaucoma medications as they were pre-operation and was compliant. The iop increase did not result in any adverse impact and was reported to be caused by inflammation. The iop elevation was treated with medical intervention. The hyphema was self-resolving with no sequelae. The patient was on eliquis pre and post-operative. The patient's current iop was reported to be 16 mm hg. The adverse events were reported to have resolved.